Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb) and upgraded the software to the current revision. The device passed the extended self-test (est), short self-test (sst) and the performance verification test (pvt). The device operated within the manufacturing specifications. (B)(4).

Event description:
Report received from the USA stating that the device stopped cycling. The device was not in use on a patient at the time the event occurred. Though requested, no additional information was received.